Manufacturer narrative:
Evaluation: the device involved in the event was inspected intensively by our subsidiary. The event was not reproduceable. Co performed a software and hardware analysis which came to the result that a change of breathing parameters by the device itself is not possible. Co's complaint file does not show any other similar event. Therefore co suppose that an user error has caused the event.

Event description:
The device has changed the programmed breathing parameters by itself.